Manufacturer narrative:
No report of injury. During the reported event, the or staff was setting up for a cardiac procedure when a staff member notices what appeared to be rust on a medicine cup located in the basin set. The operating room staff immediately disposed of the basin set including the medicine cup and re-established the sterile field for the patient procedure. There was no impact to the patient as this event took place prior to the cardiac procedure. No additional issues have been reported.

Event description:
The user facility reported via medwatch report # (B)(4) that in a basin set one of the medicine cups compromised the sterile field.